Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead insulation was cracked. The patient experienced pocket stimulation in the bipolar configuration. The lead was removed and replaced.